Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that dingus was adjusted to clear tooth rail of rotor. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during a training, the gantry "locked up". They were about to perform a spin, and the x-ray tube and detector would not rotate. It sounded like the system was trying to rotate but nothing was moving. Additionally, they were unable to open/close the doors. No patient present.